Manufacturer narrative:
Title: percutaneous pulmonary valve implantation: two-centre experience with more than 100 patients citation: european heart journal (2011) 32, 1260¿1265 authors: andreas eicken, peter ewert, alfred hager, bjoern peters, sohrab fratz, titus kuehne, raymonde busch, john hess, and felix berger date of literature e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review of a study performed to evaluate experiences with percutaneous pulmonary valve implantation (ppvi). The study population included 102 patients (predominantly male; median age 21.5 years; median weight 63kg) from two (B)(6) medical centers between december 2006 and july 2010. All patients were implanted with medtronic percutaneous pulmonary melody valves (serial numbers not provided). Additionally, there were 97 conduits implanted in the population previous to the study, including 9 medtronic products (6 contegra and 3 hancock). While there were no direct allegations attributed to these previously implanted products, the indication for ppvi treatment in this study was a right ventricular outflow tract (rvot) dysfunction resulting in significant pulmonary regurgitation with evidence of right ventricular dysfunction and/or an rvot obstruction with right ventricular systolic pressures being a least 2/3 systemic. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.